Event description:
During a surgical operation, a portion of a glass heat absorption filter broke away from its subassembly, and dropped out of the optical path. The piece(s) were contained within the lighthead assembly. The surgery session continued for approximately 3.5 hours with this broken filter subassembly that encompasses the light source. The hosptial staff noted that the patient's skin as petechiae and had a circular blistering type burn, about the size of a silver dollar.